Event description:
Patient reported "rupture", "exchange due to the patients concern of the product " and ""small cell vasculitis disease that has cover me from the shoulder to the bottom of the feet on the surface and abdominal pain" which is not related to the device. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".